Event description:
Customer requested logfile of a patient's treatment. Patient suspects there was an error in treatment, and the patient stated visual acuity was not 100%. More information will be sought to understand patient's outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).